Manufacturer narrative:
Analysis: the product as returned is bloodly. Findings from pressure testing at 3 psi, noted a leak in the unit from a small hole seen at the second convolute near the inlet port. The hole appears to have originated from the outer surface of the heat exchanger component. An exact cause for the device damage seen is unknown. Review of the event info shows that cardioplegia was discontinued following blood noted in the water bath at the end of the case. Hcp indicated that additional antibiotics were given to the pt. No pt complication has been reported by the user. Conclusion: no report rec'd from hcp regarding change to pt health status. Reduced device performance occurred and was related to the report product problem.

Event description:
Information received indicates a blood to water leak was noted in the heat exchanger during the on-pump case. The product problem was observed by the ccp at the end of the CABG procedure; therefore, device change-out was not required. No subsequent report of pt complication has been rec'd from the hcp.